Event description:
It was reported that sometime post-op the patient fell. X-rays taken approximately 3 months post-op showed two broken screws. A revision surgery was performed approximately 31/2 months post op.